Event description:
It was reported to manufacturer, by facility, per facility in the early morning, they found a female resident expired. Claiming that the bed was in its low position, her lower body was lying on the floor with her neck and head against siderail. Preliminary autopsy findings: primary cause of death associated with asphyxiation entrapment, secondary heart disease. All equipment was in working order. Facility was using a hill rom pw-50 air mattress with our u795 bed and f17tm 1/2 rails. As described this would be considered as a zone 3: between the rail and the mattress entrapment.